Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. No r/a information available, PMA 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter : (B)(6). Subject device has been received and is currently in the evaluation process. Manufacturing location: (B)(4), manufacturing date: 15th january 2015, expiry date: 1st january 2025. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure, craniotomy was performed using a mini kit, lot number 9321804; two plates had been put on without incident, but as the registrar tried to screw the third plate onto the bone flap, the head snapped off. In addition, it sheared in half. This resulted in a sharp point protruding from the bone flap, which he drilled flat using a burr. Another screws from one of the trays were used. Case delayed by 20 minutes. No harm to patient. No further information is available. The catalogue number of the screw that sheared was 04.503.104.01c. The procedure was completed by leaving the broken screw in the skull. The surgeon didn't want to use the remaining screws in case the same thing happened with the screws. He opened a consigned tray and used the screws on that tray. The procedure was completed by leaving the broken screw in the skull. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 145.321s, matrixneuro sterile kit std 4, lot number 9321804). The manufacturing investigation reported that the three screws were received in good condition and one screw (out of the six screws that would be contained in the kit) was received broken (only the screw head was received). The plates included in this kit were not returned for investigation. The broken screw was addressed in a separate medwatch report for (B)(4). Please see the related report for the manufacturing investigation results for the broken screw. It was reported that the surgeon decided not to use the remaining screws from this kit after the reported breakage of the one screw. No product fault was alleged for the remaining devices in the kit. The root cause could not be determined. No product problems (with the remaining kit screws) or during a review of the manufacturing records, could be identified. A review of the associated technique guide includes the following statement: warnings: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: corrected product investigation: our investigation of the received ¿matrixneuro sterile kit¿ has shown that, we have received 3 screws in good condition plus 1 screw head, out of 6 screws in the kit. We do not receive any out of the three plates in the kit. Review of the device history record showed that there were no issues during the manufacture. We are not able to determine the exact reason for this broken screw, but it is likely that too much applied mechanical force caused this damage. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.